Manufacturer narrative:
The tech replaced the left head caster to repair the bed.

Event description:
Info received indicates the caster stem was broken horizontally across...broken in two which caused the bed to tilt. No pt was on the bed at the time the caster broke.